Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to clinic with pocket stimulation. Device interrogation was unsuccessful, safety mode was suspected due to likely unipolar pacing and a rate of 72ppm. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for evaluation.